Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reported the device read 398 while the fingerstick value was 260. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.